Manufacturer narrative:
Upon receipt, the battery gave error code 85 and had no power due to overheat. DHR review was performed. Device was 26 months old and is not out of box failure. Review of the device history record identified no anomalies during manufacturing. However, a deviation regarding product references upgrade was found, which could be related to the reported event. Device is used for treatment. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during evaluation at the repair centre it was discovered that battery had no power due to overheat. Although this event occurred out of surgery, it is related to a malfunction that could potentially lead to serious injury. However, no patient harm or further outcome was reported. No further information has been provided.